Event description:
It was reported that a spectrum pump had an "upstream occlusion alarm". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported "upstream occlusion alarm" was confirmed through review of the event history log. Evaluation found the lower fluid number reading from the upstream sensor to be below specification due to a failed upstream sensor. Low upstream sensor readings would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.